Event description:
It was reported that while using bd facslyric flow cytometer there was carryover of sample. There was no report of user impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). ¿ problem statement: customer reported complaint regarding carry over. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 30jun2021 to 30jun2022. ¿ complaint trend: there are (B)(4) complaints related to the issue of carry over; date range from 30jun2021 to 30jun2022. ¿ manufacturing device history record (DHR) review: DHR part #663518 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was a vacuum leak in the fluidic tubing. The field service representative (fsr) confirmed this issue and replaced the tubing in the fluidic bucket. The fsr cleaned the sit flush vacuum lines and completed cst as well. The vacuum leak resulted in the sit flush not being able to evacuate the fluid. After the replacement of the tubing in the fluidic bucket, the issue was resolved. No patient was treated nor harmed from incorrect results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2021 defective part number: 651467 work order notes: o subject: sample carryover o problem description: sample carryover o work performed: completed replacement of tubing in the fluidic bucket. Completed cleaning of the sit flush vacuum lines. Completed cst. O cause: the fluidic tubing had a vacuum leak causing the sit flush to not evacuate the fluid from the sit flush. O solution: replacement of the tubing in the fluidic bucket resolved the reported problem. ¿ returned sample evaluation: a return sample was not requested because part replaced is not returnable and was discarded. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o azure ID: (B)(4) o ID: (B)(4) o reg status: ivd; ruo o hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error - fluidic. O harmful effects: events appear in wrong tube (false positive result). O risk control: - proper sit flushing between samples. - droplet containment to manage back dripping into samples. O req link (azure ID): - (B)(4) - libivd-fld-292 sample pause/resume - (B)(4) - libivd-did-342 standard carryover o implementation verification: - libivd-15-09p - lsvn-1008-dp sit backflow control o effectiveness verification - libivd-15-09f - lsvn-1008-dr o probability: (B)(4) o severity: (B)(4) o risk index: (B)(4) o residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause was due to a vacuum leak in the fluidic tubing. ¿ conclusion: based on the investigation results, the root cause of the customer experiencing carryover issues on the facslyric was due to a vacuum leak in the fluidic tubing. The fsr confirmed the issue and replaced the tubing in the fluidic bucket and cleaned the sit flush lines. After the replacement, the instrument was functioning as expected. No patient was treated nor harmed from incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a.

Event description:
It was reported that while using bd facslyric flow cytometer there was carryover of sample. There was no report of user impact.